Event description:
Further information was received indicating that three years post procedure, the patient continued to experience symptoms of shortness of breath. Nuclear medicine tests were performed which demonstrated continued right hemi diaphragm paralysis with associated atelectasis requiring continuous positive airway pressure (CPAP) and oral steroids for the patient's symptoms. The patient was diagnosed with moderate restriction lung disease which was deemed to be non-reversible. The patient has normal cardiac left ventricular function with a normal ejection fraction and a normal stress test. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Bin files were reviewed and did not show any system notices for the date of event. Bin files showed at least 6 injections were performed with the catheter.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Event description:
Cryoablation procedure performed (B)(6) 2013. Information received by medtronic indicated that the patient developed phrenic nerve paralysis at end of procedure. Patient also developed sinus node dysfunction worse than prior to ablation. Pacemaker (dual chamber) implanted. Event is unresolved; no further actions planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.